Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. One test strip was returned for investigation. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient's finger was pricked prior to inserting strip-starting test; and he used the same finger for multiple tests. Product labeling states: "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 7:30 a.m. The patient had a lab result of 2.2 inr while at 10:59 a.m. The meter result was 3.9 inr. On (B)(6) 2022 the patient had a meter result of 3.0 inr while the lab result was 2.2 inr. The time difference between the tests was within one hour. The patient's warfarin dose was not changed. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks.